Event description:
It was reported that the patient experienced unspecified issues with a spectra penile prosthesis (spp). A replacement surgery was performed in which the spp was removed and "upgraded" to an inflatable penile prosthesis (ipp). No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there were no device malfunctions associated with the explanted spectra. The patient did not experience any additional adverse events.